Event description:
It was reported that during a stenting treatment procedure, a stent dislodgment occurred. Using the right femoral approach, the procedure treated the severely calcified right coronary artery (rca). After positioning a non-bsc wire, a 3.0x20mm apex balloon was used to pre-dilate the proximal portion of the lesion. The lesion was double wired with an additional non-bsc guide wire for extra support. A 3.0x38mm ion stent was then advanced but got stuck and could not be moved either way. The physician pulled everything out as a system, (the stent system and both wires) and noted that the stent was not on the stent delivery system. The stent had not been deployed, so they looked for the stent but it could not be found. It was believed the stent was dislodged in the vessel, because the stent was stuck in the calcium of the rca. The stent was never found. The procedure was completed with a 2.75x28mm promus element stent. No further patient complications occurred and the patient status is ok.

Manufacturer narrative:
(B)(4). Device is combination product. Device evaluated by manufacturer: returned product consisted of a taxus element/ion mr stent delivery system with no stent. There was contrast in the inflation lumen. There were stent strut impressions present on the surface of the balloon between the marker bands, indicating the stent was appropriately positioned and secured to the balloon in manufacturing. The midshaft was stretched and twisted for .5cm which was 125cm from the strain relief and proximal of the wire exit port. Magnified inspection presented no evidence of any product quality deficiencies contributing to the reported stent dislodged inside the patient and the shaft damaged. The manufacturing batch record review confirmed the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical / procedural factors. (B)(4).